Event description:
It was reported by service report that all four of the bed's motors were allegedly not functioning electronically. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler's manual CPR release mechanism limit switch out of adjustment.